Manufacturer narrative:
The report indicated that the patient had no relevant medical history was noted. Medications consisted of aspirin and clopidogrel. The location of the aneurysm was in the left internal carotid artery-cavernous segment. The aneurysm was 5.7mm in height, 6mm in length, 7.6 in width, and the neck was 5.1mm. The vessel diameter proximally was 4mm and distally was 2.2mm. Pre procedure medication consisted of aspirin and clopidogrel started 24 hours prior to the procedure. An enterprise stent 4.5x28mm was detached at the site prior to coiling without any reported issues. Then a total of 5 coils were detached in the aneurysm (7/21, 6/15, 5/10, and two 4/10) with complete obliteration of the aneurysm. Post procedure medication consisted of aspirin, clopidogrel, and 500iu of fragmin. The product remains implanted. Additional information will be submitted within 30 days of receipt.

Event description:
During the coil embolization procedure to treat an aneurysm in the posterior inferior cerebellar artery, the first coil (638mf0407) was being advanced via the sl 10 microcatheter, resistance friction occurred. The device was removed without any damage to the coil (unraveled, stretched, kink, detached or bend) or delivery system, and another device was inserted. The second coil system tdl 4 x 7 coil was inserted through the same sl 10 microcatheter, but the coil took an abnormal shape (oblong) in the aneurysm and upon removal, the coil stretched. The stretched coil, delivery system and microcatheter were removed as a unit. The procedure was continued with other devices. There was no patient injury. The products and all were prep and utilized per (IFU) instruction for use. No damages were noted prior to inserting in the patient, and neither coil was reshaped. The coil was not utilized like a guidewire, and the delivery system was not torque while the coil was trapped in the aneurysm. The entire coil was removed.